Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On (B)(6)-2024, the product investigation was completed. However, on this same day, it was noted that the bwi product analysis lab had received the device on (B)(6) 2024, a detail that was mistakenly omitted from the previous supplemental report. It was reported that a male patient undergoing an ablation procedure for left-sided idiopathic ventricular tachycardia with a thermocool smart touch sf bidirectional catheter suffered a cardiac tamponade requiring pericardiocentesis. After mapping the optrell catheter and toward the end of ablating the left ventricle, the patient became hypotensive. A pericardial effusion was imaged via intracardiac ultrasound, and a pericardiocentesis was performed. The patient stabilized and ultimately fully recovered. It is not known precisely where the injury occurred, or during what phase of the surgery. No additional intervention was required. Physician is unsure of the causality of the event. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no issues or errors were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31307893l and no internal actions related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The catheter instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-jul-2024, bwi received additional information confirming the physician's opinion that the optrell was not responsible for the event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31307893l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient undergoing an ablation procedure for left-sided idiopathic ventricular tachycardia with a thermocool smart touch sf bidirectional catheter suffered a cardiac tamponade requiring pericardiocentesis. After mapping the optrell catheter and toward the end of ablating the left ventricle, the patient became hypotensive. A pericardial effusion was imaged via intracardiac ultrasound, and a pericardiocentesis was performed. The patient stabilized and ultimately fully recovered. It is not known precisely where the injury occurred, or during what phase of the surgery. No additional intervention was required. Physician is unsure of the causality of the event.